Manufacturer narrative:
H10, h3,h6: the reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during meniscus repair surgery the fast-fix 360's t1 was deployed, but t2 can't be deployed¿. Visual assessment showed device has been bent. Depth limiter, sutures or anchors were not returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality

Event description:
It was reported that during meniscus repair surgery the fast-fix 360's t1 was deployed, but t2 can't be deployed. There was a delay of under 30 min, and the procedure was completed using a s+n backup device. T2 was removed from the patient and t1 was left in, and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.